Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. A long press on the touchscreen would not respond. Calibration stated to perform after 2 second long press would initiate after 4 seconds indicating an incorrect labeling. Invasive blood pressure calibration was not performed after the two-second press, requiring five to six seconds to trigger. There was no patient harm reported.